Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facilit

Event description:
It was reported that the subject device presented an e231 error message. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: d8, h2, h3, h4, h6, h10, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation and the customer¿s allegation not confirmed. The event was unable to be reproduced during testing, as the device met performance specifications. The investigation also identified electrical contact corrosion. Based on the results of the investigation, the definitive root cause of the issue(s) could not be determined. A most probable cause of the reported event could not be established. A review of the device history record found no deviations that could have caused or contributed to the issue. Instructions for use (IFU) indicate: 4.1 precautions for use (warning). If any abnormality occurs during use, such as disappearance of the endoscope image or inability to adjust the focus, the following items must be strictly observed, and use of the product must be discontinued immediately. This may lead to serious injury. Turn off the power to the video system center once and then immediately turn it back on to see if the images recover. If the image returns, pull the endoscope away from the patient while viewing the image and discontinue use. If the image does not return, remove the camera head from the endoscope and pull out the endoscope while looking directly into the eyepiece of the endoscope. If various types of surgical instruments are in use, pull out the instruments in the safest way possible before pulling out the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device presented an e231 error message. There were no reports of patient harm.